Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2020-02569. Related manufacturer reference number:3006705815-2020-02570. It was reported that the patient experienced ineffective therapy due to an impedance problem following a motor vehicle accident. As a result, surgical intervention may be pending.

Manufacturer narrative:
Correction: this device is no longer reportable as no interventions were taken.

Event description:
Additional information indicates no intervention was taken on the leads; therefore, the leads are no longer reportable.